Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an error code at startup. The error code 10003 could possibly indicate a malfunction that could possibly impact the use of a life-saving function.